Event description:
Boston scientific received information that during a routine in-clinic follow up one week post implant, this pacemaker and right ventricular (rv) lead exhibited increased pacing threshold measurements of 2.9 volts. A health care professional (hcp) inquired about programming the automatic capture (ac) feature to an output of 5 volts. Boston scientific technical services (ts) discussed ac cannot be programmed greater than 3.5 volts. The lead was programmed to unipolar configuration. Subsequently, during an in-clinic follow up three weeks later, rv capture in unipolar configuration was noted to be inadequate. The lead was programmed to bipolar configuration at which time, the lead safety switch (lss) was observed to have activated due to an unspecified out of range pacing impedance measurement. Additionally, the rv lead exhibited noise with patient isometrics. Ts discussed programming the lss feature off since unipolar pacing is not optimal for the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.